Event description:
The customer reported to olympus, during preparation for use for a therapeutic procedure, the electrosurgical generator presented an e433 internal hardware error message. No patient injury or procedure impact reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was informed the unit would need to be sent to the olympus national service center for evaluation and repair. The device was returned to olympus for evaluation and the reported issue was confirmed. The e433 error was caused due to bad motherboard. Water damage/corrosion were found on the motherboard, power switch, and cables. The software was an older version. The unit had an old type of low voltage power supply cable and power supply unit. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective generator board. Olympus will continue to monitor field performance for this device.